Event description:
The customer reported being hospitalized due to low blood pressure, diabetes ketoacidosis, and high blood glucose over 600mg/dl. Troubleshooting was performed. The caller stated that the insulin pump was not recording the boluses that she has programmed. Reviewed the bolus history and found that there was only one bolus recorded between (B)(6), 2012. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.